Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system did not boot up. Upon troubleshooting, fse downloaded error logs and sent them for analysis. Igt team recommends replacement of the host pc due to multiple boot-up problems. To resolve the issue, fse replaced the host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, but another failure was found to power supply. However, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.